Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation or migration - yes') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: case was upgraded to serious incident. Event injury was replaced with event perforation nos. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation or migration - yes'), salpingitis ('chronic salpingitis') and device breakage ('two pieces of metallic coil,') in a female patient who had essure (batch no. B92696) inserted for female sterilization. The patient's medical history included pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy,left corneal dissection and excision of fore1gn body x). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, salpingitis and device breakage outcome was unknown. The reporter considered device breakage, perforation and salpingitis to be related to essure. Most recent follow-up information incorporated above includes: on 2-dec-2020: mr received: event chronic salpingitis added and made medically significant and intervention required due to surgery.reporter, lot number and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation or migration - yes'), salpingitis ('chronic salpingitis') and device breakage ('two pieces of metallic coil,') in a female patient who had essure (batch no. B92696) inserted for female sterilization. The patient's medical history included pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy,left corneal dissection and excision of foreign body x). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, salpingitis and device breakage outcome was unknown. The reporter considered device breakage, perforation and salpingitis to be related to essure. Lot number: b92696, production date:2013-10-31, expiration date:2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.